Event description:
Customer reported that indicated battery charge dropped significantly within a short period. There was no reported impact to the customer's blood glucose level as the caller declined to answer relevant questions. There was no unexpected shutdown, and the battery capacity was under 20% when the pump was turned back on. Tandem technical support sent a new wall adapter as a resolution.